Event description:
The manufacturer received information alleging a patient became disconnected from a ventilator and expired. According to the reporter of the event, when the patient became disconnected the family was not at home. Upon returning to the house, the ventilator was alarming and the patient was disconnected from the device and had expired. There was no allegation against the ventilator and it will not be returned to the manufacturer for evaluation.